Event description:
It was reported via the maude that "during a right shoulder rotator cuff repair, the tip of a scorpion needle broke off in the shoulder joint. Attempted to retrieve but unable to. C-arm able to visualize 1.5 to 2mm flat metallic tip of this suture passer in the rotator cuff tissue. It did not move during passive range of motion of shoulder." Patient demographics (age at time of event, date of birth, gender, weight) were not provided. No further patient information was provided. Initial reporter contact information was unavailable. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned for evaluation, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number provided was not a valid lot number for this device, therefore device history record review could not be performed. Based on the information provided, the most likely cause(s) of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. If additional relevant information is received, a follow-up report will be submitted.